Event description:
A customer contacted baxter's technical service center regarding the pt line of a homechoice cassette leaking. The fluid was dripping onto the power cord where it was plugged into the wall and causing sparks. The caller said the fluid leaked from a hole in the pt line. The caregiver pulled the plug out of the wall and the home pt disconnected from the homechoice. The home pt is going to see the nurse, because she was connected to the cassette with a hole in the line.